Event description:
It was reported that there was a revision of a liner due to infection.

Manufacturer narrative:
Other devices listed in this report:catalog no. Description lot code 5570-s-040 triathlon total knee system offset adapter 4mm m5e01h5512-f-401 tri ts femur sz4 left dltm5541-a-401 triathlon femoral distal augment 10mm - size 4 left xsmf5541-a-401 triathlon femoral distal augment 10mm - size 4 left ygzt5544-a-400 tri post augment sz4 10mm vjpi5521-b-400 tri ts baseplate size 4 bxpw5570-s-040 triathlon total knee system offset adapter 4mm m5c08p5565-s-018 tri press-fit stem 18mm x 100mm m3s14a5551-g-401 triathlon asymmetric x3 patella 943g5565-s-021 tri press-fit stem 21mm x 100mm m2m12iat this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding infection involving a triathlon ts insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for this lot or sterile lot. The source of the infection could not be determined as further information needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a revision of a liner due to infection.